Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.